Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse-lead hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable connector was broken. The cause of the failed pulse-lead hi-pot test was the damaged trunk cable connector. The root cause for the broken connector could not be positively identified, but the damage likely resulted from excessive force on the connector. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.